Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the device without further problems. The customer was advised to contact support again if the issue recurred.